Event description:
This medial device report is being submitted due to a recent FDA inspection held at agfa's (B)(4) location. It was determined that 17 additional occurrences identified with the same event issue as described in MDR report, FDA # 9616389-2013-00003, but at different sites, required reporting to document the additional occurrences. This report is for a 12th event in which the customer informed agfa on (B)(4) 2013, that the site had experienced their dx-d100 unit occasionally pulling to the right. No harm was reported for this event. An agfa engineer replaced parts and serviced the unit. The dx-d100 unit for this site is now working as expected after mandatory service was performed. Agfa investigation was already underway for a reportable correction to the FDA on (B)(4). For the corrections, agfa implemented mandatory service bulletins in which all affected units were replaced with new firmware and new digital motion control boards. All other documentation for the dx-d100 reportable correction will be reported via (B)(4).